Event description:
During an arthroscopy of the ankle utilizing the dyonics powermax elite, it was reported that the motor hand piece overheated resulting in a patient burn. The surgeon had placed the hand piece on the patient's leg without any attachments fitted. The staff noticed the motor was on and the motor had overheated due to continuous running when the footswitch was not operated. The equipment was removed and staff reported that the motor hand piece could not be comfortably handled. It was also reported that the hand piece was very noisy with the bearings giving a loud whining sound.

Manufacturer narrative:
Device evaluation: complaint of overheating was confirmed. Motor/gearbox is very noisy and locks up at high rpms. Housing was loosely screwed to cable assembly and housing leaked causing extreme corrosion. Wiring for motor/cable assembly splice was wrapped with white teflon plumbing tape. Motor is stuck in housing due to extreme corrosion. (B)(4).